Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided photo identified the post of the bearing is not seated in the humeral stem. However, as the product was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - medical product: catalog #: 00840009400, articulation kit size 4 1 axle pin, 1 humeral bearing, lot # 65251839, and catalog #: 00840004410, humeral component plasma sprayed size 4 100 mm length for cemented, lot # 65106472. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03411, and 0001822565-2023-00484. Device evaluated by MFR: product location unknown.

Event description:
It was reported that the assembly of humeral polyethylene has a lot of resistance. The scrub nurse and surgeon had a hard time getting the pin through inserter mechanism. When the polyethylene wasn¿t seated down all the way, the surgeon proceeded to impact the polyethylene down. Due to time constraint, the surgeon changed to a different product. The polyethylene was passed off to the back table and it was able to be seated, but still had resistance getting pin through. Locking pin still wouldn¿t advance after. It was further reported that the sales rep was able to get both polyethylene's to sit after the doctor could not. Attempts have been made and there is no further information at this time.